Event description:
It was reported that the patient had a bad breakthrough seizure episode that lasted for 10 minutes. The vns was found to be at intensified follow-up indicator (ifi) = yes. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient underwent prophylactic generator replacement. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.